Event description:
Customer reported an error on the device display screen. Customer was near a computer. Customer stated when pushing the test button, the strip came out and began testing without dosing a strip. Device screen = 54 mg/dl. Controls were in range. A request was made for return product and replacement product was sent.